Event description:
(B)(6) clinical study same case as 2134265-2013-00507. It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction (mi) and underwent coronary artery bypass grafting (CABG). Lesion 1 was located in the mid right coronary artery with 85% stenosis and was 18 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct placement using a 3.50 x 24 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was located in the distal left circumflex (dist lcx) with 75% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. The physician treated the lesion with direct stent placement using a 4.00 x 16 mm taxus liberte stent. Following post-dilation with a non-bsc balloon catheter. A small perforation to the distal lcx was noted which was treated with placement of two (non-bsc) covered stents. Final result was 0% residual stenosis with sealing of perforation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on same day. Cardiac catheterization was recommended. The lcx was 85% stenosed and the rca was 100% stenosed. Cardiac enzymes were elevated and a mi was reported. In (B)(6) 2013, the patient underwent 3-vessel CABG with lima to lad and reversed sequential svgs to om and r-pda. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer :as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).